Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks to a patient that was in a ventricular tachycardia (vt) storm. Following this, it was noted there was a continuous tone coming from device. The device was not able to be interrogated and magnet application did not alter the continuous tone.